Event description:
The user has demonstrated a gradual decrease in hearing and detection with the device over the past year. The user communicates primarily with sign language and has a history of limited speech discrimination. Per the audiologist, there is no history of good speech discrimination, which might be due to the recipient's medical history rather than to the implant. The user has been re-implanted. This refers to report 9710014-2020-00721. Please refer to this report for further information.

Event description:
The user has demonstrated a gradual decrease in hearing and detection with the device over the past year. The user communicates primarily with sign language and has a history of limited speech discrimination. Per the audiologist, there is no history of good speech discrimination, which might be due to the recipient's medical history rather than to the implant. The user has been re-implanted. This refers to report 9710014-2020-00721. Please refer to this report for further information.